Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening sharp on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the device. Healthcare professional later reported "rupture noted at the time of surgery". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the device. Healthcare professional later reported "rupture noted at the time of surgery". The device has been explanted.